Manufacturer narrative:
Corrected data: b5 - "the surgeon reports a decrease in vault" should be corrected to: it was reported that the patient had high vault and indicated, "I should exchange the icl down one size also; though the vaults from hong kong suggest the lens may have dropped back to an acceptable level". Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - previous supplemental #1 should be disregarded and information should be reverted back to initial medwatch report. Supplemental #1 information is n/a. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's eye. The surgeon reports a decrease in vault and lens rotation. Attempts to obtain additional information have not been successful.